Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('stabbing pain') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleeding/ I started expelling old blood and that has been my "period""), dyspareunia ("pain after sex"), pyrexia ("fever"), abdominal discomfort ("upset stomach"), adnexa uteri pain ("pain in ovaries") and acne ("acne"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the pelvic pain, genital haemorrhage, dyspareunia, pyrexia, abdominal discomfort, adnexa uteri pain and acne outcome was unknown. The reporter considered abdominal discomfort, acne, adnexa uteri pain, dyspareunia, genital haemorrhage, pelvic pain and pyrexia to be related to essure. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s social media: genital bleeding. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media received. Reporter information added. Events: stabbing pain, pain after sex, fever, upset stomach, pain in ovaries, acne were newly added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.